Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), (B)(6) 2018. Revision knee, jnj representative present at the case. Primary implant date: (B)(6) 2016. Patient experiencing pain post primary knee replacement, imaging showed signs of tibial tray loosening plus patella impingement. Revised knee; found loose tibial tray - easily pulled out of cement mantle with no bonding of cement on the tray at all - image uploaded to unity. Outcome - required revision: replaced primary tray with a sleeve and revision tray and resurfaced patella. Patient aged (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.